Event description:
A customer contacted baxter's technical service center for assistance. Per initial report, the supply line of a homechoice set became disconnected from the supply bag for an unknown reason during set-up. Baxter's technical service center assisted the customer in ending therapy early. The home pt was advised to start a new therapy session with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.